Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the alternating current (ac) power cord. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator lost power. No harm to the patient.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.